Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon used the ets flex with a vascular cartridge across the uterine ovarian ligament. After using the stapler, he used the harmonic scalpel to take the round ligament. The staple line showed no signs of bleeding from above. The bleeding was discovered once the surgeon went below to finish ligating the pubocervical ligaments transvaginally. Dr commented that he was forced to remove both ovaries because of the bleeding from the staple line. The operating room time was extended 30 minutes.